Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). An attempt was made to place a 31mm watchman flx laa closure device however the sizing of the closure device did not meet release criteria and so was removed from the patient. After removal of the 31mm closure device, the physician deeply seated the pigtail catheter in the anterior lobe of the laa and advanced the was into the anterior lobe. The 27mm closure device was deployed, recaptured, and redeployed for repositioning two (2) to three (3) times. During one deployment, the physician tugged on the watchman system in an attempt to move the closure device to a more proximal position. Following the tug, the patient end tidal volumes decreased. A pericardial effusion was identified near the laa. The closure device met release criteria and was implanted and a pericardial tap was performed. The blood aspirated by the pericardial tap was transfused back into the patient until no additional fluid could be aspirated with an estimated total of 200 to 300ccs removed. The pericardial tap was removed and the patient was transferred to the intensive care unit for recovery.

Manufacturer narrative:
B5 event description updated.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). An attempt was made to place a 31mm watchman flx laa closure device however the sizing of the closure device did not meet release criteria and so was removed from the patient. After removal of the 31mm closure device, the physician deeply seated the pigtail catheter in the anterior lobe of the laa and advanced the was into the anterior lobe. The 27mm closure device was deployed, recaptured, and redeployed for repositioning two (2) to three (3) times. During one deployment, the physician tugged on the watchman system in an attempt to move the closure device to a more proximal position. Following the tug, the patient end tidal volumes decreased. A pericardial effusion was identified near the laa. The closure device met release criteria and was implanted and a pericardial tap was performed. The blood aspirated by the pericardial tap was transfused back into the patient until no additional fluid could be aspirated with an estimated total of 200 to 300ccs removed. The pericardial tap was removed and the patient was transferred to the intensive care unit for recovery. It was further reported a perforation occurred in the left atrium near the laa.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). An attempt was made to place a 31mm watchman flx laa closure device however the sizing of the closure device did not meet release criteria and so was removed from the patient. After removal of the 31mm closure device, the physician deeply seated the pigtail catheter in the anterior lobe of the laa and advanced the was into the anterior lobe. The 27mm closure device was deployed, recaptured, and redeployed for repositioning two (2) to three (3) times. During one deployment, the physician tugged on the watchman system in an attempt to move the closure device to a more proximal position. Following the tug, the patient end tidal volumes decreased. A pericardial effusion was identified near the laa. The closure device met release criteria and was implanted and a pericardial tap was performed. The blood aspirated by the pericardial tap was transfused back into the patient until no additional fluid could be aspirated with an estimated total of 200 to 300ccs removed. The pericardial tap was removed and the patient was transferred to the intensive care unit for recovery.

Manufacturer narrative:
H6 impact codes updated.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). An attempt was made to place a 31mm watchman flx laa closure device however the sizing of the closure device did not meet release criteria and so was removed from the patient. After removal of the 31mm closure device, the physician deeply seated the pigtail catheter in the anterior lobe of the laa and advanced the was into the anterior lobe. The 27mm closure device was deployed, recaptured, and redeployed for repositioning two (2) to three (3) times. During one deployment, the physician tugged on the watchman system in an attempt to move the closure device to a more proximal position. Following the tug, the patient end tidal volumes decreased. A pericardial effusion was identified near the laa. The closure device met release criteria and was implanted and a pericardial tap was performed. The blood aspirated by the pericardial tap was transfused back into the patient until no additional fluid could be aspirated with an estimated total of 200 to 300ccs removed. The pericardial tap was removed and the patient was transferred to the intensive care unit for recovery. It was further reported a perforation occurred in the left atrium near the laa. It was further reported the pericardial effusion occurred with tamponade.

Manufacturer narrative:
B5 event description updated. H6 patient codes updated.